Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; the imaging cable was frayed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that the coating of the imaging cable was cut by the user's handling and the inside was broken.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the ltf-s190-5, the endoscopic image got abnormal. The user replaced the subject device to another one and completed the procedure. There was no report of patient injury associated with this event.